Event description:
It was reported to boston scientific corporation that during the hta procedure, the hydrothermablator procedure set would not heat up past a temperature of 43c, and two fluid loss alarms were received. The machine was set to cool, and turned off and on. The physician placed a 4 prong tenaculum to seal the cervix. Approximately 3 minutes of ablation was performed when another fluid loss alarm, at a rate of 2 cc, was received. The physician placed another tenaculum, sealed up the cervix and completed the procedure. An examination of the patient was performed and there was no injury to the patient.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacturer and expiration dates cannot be determined. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. A DHR review could not be performed because the batch/lot/serial number is unknown. A product analysis could not be performed because the product was not returned, disposed. A review of available information did not provide enough information to formulate a definitive root cause for either the reported heating problems or the fluid loss errors, as there are multiple probable causes for both.